Event description:
It was reported that during a laparoscopic nissen procedure, the device fell into little pieces and fell into the pt. Pieces were removed. The case was completed with another device of the same product code. There was no pt consequence.